Event description:
The customer reported that the system displayed several error messages that would cause the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator battery pack was replaced. The system was then found to be operating as intended.